Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va1ttsq, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1ttsq, ubd: 03-apr-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the patient had their left lead removed on (B)(6) 2018 due to a suspected infection. The patient was started on antibiotics prior to the removal with cultures being performed but they didn¿t produce anything. The hcp planned to reimplant the left lead after the patient was healed. The cause of the event wasn¿t determined with the device being discarded by the facility and therefore it would not be returned. No further complications were anticipated. Relevant medical history includes movement disorders.